Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Literature source: kazuto imai, hiromasa sakamoto, mizuho akahane, masakazu nakashima, takeru fujimoto and teruyoshi aoyama. "Spontaneous remission of rectal ulcer associated with spaceoar hydrogel insertion in radiotherapy for prostate cancer" iju case report 2020;3:257-260. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Boston scientific corporation became aware of an event through the article, "spontaneous remission of rectal ulcer associated with spaceoar hydrogel insertion in radiotherapy for prostate cancer" written by kazuto imai, hiromasa sakamoto, mizuho akahane, masakazu nakashima, takeru fujimoto and teruyoshi aoyama. Spaceoar was placed one week before radiation therapy. During placement, the needle was inserted several times before reaching the perirectal space. The patient underwent external beam radiotherapy with the use of spaceoar system. However, postimplant magnetic resonance imaging showed hydrogel infiltration to the anterior rectal wall. Three months after implantation, the patient complained of bowel symptoms, including, bowel frequency, urgency, and intermittent pain around the anus. Six months after implantation, the patient complained of bloody stool. Colonofiberscopy and computed tomography revealed a rectal ulcer with exposed vessel at the anterior rectal wall, associated with spaceoar hydrogel insertion. Patient was treated with fasting, fluid replacement, and blood transfusion. Five days after diagnosis, the patient's hemoglobin levels stabilized and the previously exposed vessel was not observed. The rectal ulcer did not get worse. 34 days after diagnosis of the ulcer, mucosal restoration was observed. One year after implantation, epithelization was observed, which was consistent with healing. One and a half years after implantation, the symptoms and bloody stool have not recurred. Complete healing was confirmed during outpatient follow-up.